Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/28/2017 with the following findings: review of the black box data did not reveal any records of a time/date reset issue. On investigation, the time and date reset to the factory default setting when the battery was removed from the pump for less than 12 hours. Investigation duplicated a time/date reset issue.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged a time and date reset issue. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. There was no indication that the product caused or contributed to an adverse event. This is reportable because a time change during use, without user intervention, may result in the user running the incorrect basal segment leading to over or under delivery.